Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, infection, and rupture.

Event description:
Health care reported left side "resolving erythema that could consistent with a previous periprosthetic infection on the left", "grade 4 capsular contracture", "biocell textured silicone implants , and "possibility of an implant rupture." Device remains implanted.

Event description:
Health care reported left side "there is some resolving erythema that could consistent with a previous periprosthetic infection on the left","there is definitely evidence of grade 4 capsular contracture of both implants" ,"does have biocell textured silicone implants bilaterally", and "due to the deformity on the left, there is the possibility of an implant rupture." Device remains implanted.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 113282 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of (B)(6) 2020 through (B)(6) 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data: a4, b3, h6.

Event description:
The device has been explanted.